Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer's blood glucose level was 24 mg/dl at the time of incident. Customer stated insulin pump had no motor movement or negligible movement error alarm. Customer was not able to clear the alarm. Time clock was not visible on screen. Customer was not using the insulin pump for 14 hours and had low blood glucose level. Customer declined troubleshooting. It was unknown whether the customer was using auto mode feature at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for an alleged pump error 38 on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was received with a pump error 38 alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. Successfully downloaded history files and traces using thus software. Device was cut open to perform visual inspection and found evidence of physical damage on the motor, a jammed motor gearbox noted. In summary, customer alleged pump error 38 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.